Manufacturer narrative:
Additional narrative: subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device was not implanted or explanted during the procedure on (B)(6) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: investigation summary for article 04.027.036s with lot number 9240273, 1 part is involved: our investigation shows that the blade is jammed together with the impactor and the protect sleeve. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we are not able to determine the exact cause of this complaint because no detailed information about the event is available. As we can see, the blade was not positioned in the protect sleeve as intended. Due to the hammering marks at the impactor and the sleeve, we can presume that the instrument was subjected to an excessive force application onto the incorrectly placed blade which could finally cause the jamming and the malfunction of the devices. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. We conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the blade has remained stuck in the protective sleeve. In addition, the blade is also stuck on the screwdriver. It was reported that is not a revision surgery. The duration of the operation has been extended the time needed to change the box, estimated at 5 minutes. There was no patient harm reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. Device is not distributed in the united states. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.